Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Without return of the device, edwards is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 29mm surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of nine (9) years, eleven (11) months. The reason for re-operation was due to severe mitral stenosis and regurgitation, secondary to calcification. Per obtained records, pre-procedural tee revealed severe calcific disease of the prosthetic mitral valve. The valve itself was heavily calcified and not opening nor closing appropriately. There was a high transvalvular gradient, suggestive of mitral stenosis, and a fair amount of regurgitation as the valve was not closing appropriately. Therefore, a 29mm transcatheter valve was implanted via transapical approach with no complications. The patient tolerated the procedure well and was transferred to the ICU in guarded condition.